Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an audible backup battery fault alarm. Troubleshooting was performed by changing the backup battery. However, the alarm persisted. Therefore, the system controller was exchanged.

Manufacturer narrative:
Section d4 - expiration date and primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log file; however, it was not reproduced. A review of the submitted controller event log file spanned approximately 10 hours (07aug2024 from 04:59:24 ¿ 15:31:03 and 26sep2024 per time stamp). The backup battery fault alarm was not visible in the log file and was overwritten by newer data. There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 43 days (26jun2024 ¿ 07aug2024 per time stamp). The backup battery fault alarm was active from 03jul2024 at 11:18:33 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage or the unloaded voltage being under the acceptable threshold. The log file did not capture when the load test first did not pass due to events logging periodically, so the loaded and unloaded voltages cannot be measured. The alarm remained active until 04jul2024 at 19:18:29 and did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file.the system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. After testing, the backup battery was fully charged, and a load test was initiated on the controller without any alarms activating. The provided information stated that the battery was reseated and performing a self-test resolved the alarms. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 23may2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.